Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a zinger guidewire in a moderately tortuous lesion. There was no damage noted to packaging. There were no issues noted when removing the device from the packaging. The device was not inspected. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during insertion/delivery. It is reported that the guidewire became stuck in the electrode of another device in use at the time and after removal from the patient it was noted that a portion of the zinger device detached in vivo and remains in the patient. No patient injury is reported.

Manufacturer narrative:
The procedure was performed via the vena subclavia. No attempt to remove the detached portion of the zinger wire was made as it broke during removal of the wire out of the attain device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: as received the distal end of the guide wire is missing, the coil wire unraveled in a distal direction. The core wire is broken, and the distal end of the wire and coil wire are missing. The core wire is broken approx 27.5 cm from the distal bond joint indicating approx 2 cm of the distal end of the wire (including distal bond and tip) is missing. The wire is bent 90 degrees, 15cm distal to the proximal bond. The proximal bond is stretched in a distal direction. The broken end of the core wire shows a curve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the picture provided shows two devices in the anatomy on the left and what looks like possibly a tip portion of a guide wire tip in a figure 8 on the right side of the image. If information is provided in the future, a supplemental report will be issued.